Event description:
It was reported via social media, that the customer was hospitalized due to possible diabetic ketoacidosis, and pregnancy complications. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.